Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's escape and act buttons had to be pressed multiple times to work. The customer's blood glucose value was unknown. The customer reported that battery cap was not making good contact and must be unscrewed and screwed back in to get to work every time for battery was changed, customer was changing batteries in less than 7 days, customer also reported that they lost settings due to sudden power down and had more than 2 unexplained no deliveries in last 30 days. The devices will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify low battery, battery out limit alarms, no delivery alarm, lost setting anomaly or button or keypad anomaly due to failed battery test alarm. No damage or unlocked lcd keypad connector during visual inspection. Device had stripped battery cap coin slot.